Event description:
Event description guidant/crm received information that due to high shocking impedances, the device showing an open lead status and the patient continuing to get shocked, there was a suspected high voltage fracture on the large patch lead. The physician elected to capp the lead. Electively the entire lead system was capped and the implantable cardioverter defibrillator was removed. A new system was implanted without issue.